Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The patient felt unnecessary ventricular pacing due to not sensing properly. It was noted that the patient had violent retching and vomiting while sick. The lead was reprogrammed and revised. The lead remains in use. No further patient complications have been reported as a result of this event.